Manufacturer narrative:
Article citation: nuzzi, raffaele, et al. ¿a retrospective comparison of trabeculectomy, baerveldt glaucoma implant, and microinvasive glaucoma surgeries in a three-year follow-up.¿ seminars in ophthalmology, 2021, pp. 1¿11. Crossref, doi:10.1080/08820538.2021.1931356. Implant date: (B)(6) 2015 and 2018. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
The article "a retrospective comparison of trabeculectomy, baerveldt glaucoma implant, and microinvasive glaucoma surgeries in a three-year follow-up" noted the serious adverse events of seven patients with an implanted xen®45 gts undergoing surgery for stent obstruction.